Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: " 1 broken power cord, no details provided, 1 was pulled out in socket, 1 fill part completely. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Death / serious injury: no."